Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during initial inflation before reaching the rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.